Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the unit was smoking. A replacement unit was used to complete the procedure. There were no patient effects. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt and the hot jaw silicon was cracked along the edges. The jaws would not open fully. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the visual observations of how the jaw silicon cracked along the edges, the reported failure "device smoking" was confirmed since the device may have remained activated causing the silicon to melt and the device smoking. (B)(4).